Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation. Device information: similar product to 190-000.

Event description:
The customer reported an unknown quantity of false positive patient results with the ID now covid-19 assay performed on (B)(6) 2022. Repeat testing was not performed. Pcr confirmation testing was performed on the same day using an unknown sample that generated a negative result (CT values not provided). The customer stated the patient was asymptomatic. The customer was unable to recall the specific number of false positive results. No additional patient information, including treatment and outcome, was provided.